Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder stabilization 360° surgery the suture of the device snapped at knotless splice during final tensioning, before desired tension was achieved. Shuttling was performed gently using two cannulas. The damaged suture was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. Update (B)(6) 2022. It was confirmed that the surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. The returned brc-02-01l was used to confirm the presence of broken suture but the cause of this event could not be determined from the information provided or the returned device.